Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Functional testing did not pass as there were touchscreen issues on evaluation. Baseline test was not completed due to the touch response stopped working after 5 min of the evaluation. There were intermittent software issues and rebooting system was the correct response. The programmer was powered on and the logfile was downloaded. Visual inspection noticed functional issues as it did not detect the touch. There was gap on the assy foot pad. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low.

Event description:
It was reported that the touchscreen of this programmer was unresponsive. The programmer was returned for analysis.